Event description:
It was reported that the customer had a broken belt clip. Customer's blood glucose level was 45 mg/dl. Belt clip was broken when the customer went to sit down in a chair. Customer was offered a clear belt clip replacement as a courtesy. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.